Event description:
A physician reported that essure was inserted in a pt on (B)(6) 2013. There were no issues at the time of placement. The pt presented back with persistent abdominal pain. On (B)(6) 2013 essure was removed via laparoscopy. There was no sign of device perforation through the tube upon inspection. The physician reported he also found adhesions and was unsure if the pt's symptoms were related to essure. The pt was feeling fine at first visit after surgery. The physician was unsure if the pt's symptoms were related to essure.